Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that several weeks post implant it was found that the r waves on the right ventricular (rv) lead were low. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.